Manufacturer narrative:
Updated blocks: d9, h3, and h6. The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) touchscreen became unresponsive. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.